Manufacturer narrative:
(B)(4).

Event description:
It was reported that auto mode switching episode due to competitive atrial pacing was observed. The competitive pacing led to functional loss of capture and pseudo-pseudofusion event. No programming changes were made due to the limited occurrences. There were no further issues.